Event description:
Additional information was received indicating that there was no patient or clinical injury.

Manufacturer narrative:
Other, other text: h2: additional information: see b3, b5 and h6 (patient code).

Manufacturer narrative:
Evaluation results: one medfusion pump was returned for investigation in used condition. There was no physical damage on the pump. A review of the event history log showed evidence of the following alarms: acu watchdog and primary audible alarm post (reported product problem) errors. An occlusion test was performed. The reported product problem was not replicated during testing. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The speaker was replaced as a preventative measure.

Event description:
It was reported that the medfusion pump produced a primary audible alarm background post alarm. No patient injury or complications were reported in relation to this event.